Event description:
New information received notes that the right ventricular lead noise was observed when the patient presented at a follow-up in-clinic. The noise was reproducible with pocket manipulation. The doctor decided to turn tachycardia therapy off and the patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited a noise problem. Further information was requested but not received.